Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A microscopic visual evaluation was performed and revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a tibia fracture repair on (B)(6) 2014 and needle-suture was used for knotted suturing under the skin. When making a first passage, the surgeon put the needle through tissue and attempted to pull out the needle tip with forceps. The surgeon found the needle was broken. The location where the needle was grasped by a needle-holder was toward the swage area and the needle was broken near the grasped location. The broken needle was retrieved during the procedure. There was no adverse consequence to the patient.